Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: the device was returned. There was no damage in the external components. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that a patient underwent an umbilical hernia procedure in 2019 and the absorbable straps were used. During surgery, the surgeon tried to use the device to hernia mesh fixation, but the straps didn¿t remain fixed. There were no fragments generated, and a like device was used to complete the surgery. There were no adverse patient consequences reported.